Event description:
It was reported by a sales representative that a female patient experienced bleeding in the abdomen after a hysterectomy procedure. The patient was brought back to the operating room for an exploratory laparotomy. The patient is currently hospitalized and predicted to recover. The femd qn is (B)(4).

Event description:
It was reported by a sales representative that a female patient experienced bleeding in the abdomen after a hysterectomy procedure. The patient was brought back to the operating room for an exploratory laparotomy. The patient is currently hospitalized and predicted to recover. The femd qn is (B)(4).